Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise oversensing that resulted in brady cardia pacing not being delivered when required. Technical services (ts) reviewed and it was noted that both the right atrial (ra) and right ventricular (rv) leads are not a boston scientific product. Nonetheless, a lead anomaly is suspected. A lead revision was discussed; however, no procedures have taken place at this time. This device remains in service. No adverse patient effects were reported.